Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer 2.1 was broken and would not open. The field service engineer (fse) verified the failed drawer. The fse removed the back panel and found a loose pyxis bus connection to matrix drawer 4. The fse reseated the loose pyxis bus connection to matrix drawer 4 and the indicator lights on the card were observed. The customer then logged in and completed recovery along with an inventory count. All issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user reported that the drawer 2.1 was broken and failed to open. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.